Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver charged and will boot: failed - perpetual rebooting. Functional open receiver, detached ui pcba, and retrieve the receiver download: passed. Finding related to complaint in receiver download: the receiver rebooted without manual reset. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/03/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge due to perpetual rebooting. Opened receiver case, detached ui pcba and downloaded: passed. The receiver log was reviewed and firmware errors were observed. The complaint was confirmed for receiver initializing screen without manual restart due to receiver perpetually rebooting and found "reboot receiver - error recovery" without "user" shutdown within the investigation window.. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.